Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station experienced an ac power failure, and while a medication device was being filled, the station displayed an ac power failure message and then shut off, after which it could not be powered back on. The field service engineer determined that the customer had found the power outlet to have no power. The customer moved the unit to a working outlet, and the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ac power failed. Unable to turn on device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.